Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lobectomy. Event description: [facility]. The specimen is completely in the bag. When surgeon removing this unit, the distal of bag was broken. Please note that this unit has lost and cannot be returned. Product is not available for return. Additional information was received via email on 07oct022 from [name], purchasing representative the port size was not enlarged. There was spillage out of the break on the bag into the lung. The bag did not break into pieces. Patient status: fine type of intervention: surgeon replaced with a new one.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the incision size was not adequately enlarged prior to specimen removal, resulting in excessive force being exerted on the tip of the bag and causing the bag to tear. The instructions for use (IFU) states, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal."

Event description:
Procedure performed: lobectomy. Event description: [facility]. The specimen is completely in the bag. When surgeon removing this unit, the distal of bag was broken. Please note that this unit has lost and cannot be returned. Product is not available for return. Additional information was received via email on 07oct022 from [name], purchasing representative the port size was not enlarged. There was spillage out of the break on the bag into the lung. The bag did not break into pieces. Patient status: fine. Type of intervention: surgeon replaced with a new one.